Manufacturer narrative:
Qn#(B)(4). The customer returned one isis et tube, size 8.0 for investigation. The original packaging and stylet were not returned. A visual exam was performed and it was observed that the et tube was damaged between 18cm and 20m from the patient end. There appear to be tooling marks in the extruded tube and a hole punctured through the tube near the inflation line. No other defects were observed. Functional testing was performed and the sample did not pass the kink test. A corrective action is not required at this time as the returned et tube was altered. Tooling marks could be seen in the extruded tube near where the tube was punctured. The et tube did not pass the functional kink test as a result of the puncture in the extruded tube. A DHR review showed no evidence to suggest a manufacturing related cause and it is unlikely that the damage observed to the extruded tube occurred during manufacturing. Based on the information provided and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the isis endotracheal tube kinked inside the patient. The alleged incident occurred in the ICU. The patient de-saturated oxygenation and the doctor decided to extubate the patient. Intervention - the patient was extubated and re-intubated with a regular endotracheal tube.

Manufacturer narrative:
(B)(4). A conclusion code could not be chosen. The complaint was confirmed through visual inspection (photo), however, a root cause could not be identified. From the photo provided it seems to be "kinked inside of patient"; complaint was confirmed via picture. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be "kinked inside of patient"; complaint can be confirmed with picture, however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The customer alleges that the isis endotracheal tube kinked inside the patient. The alleged incident occurred in the ICU. The patient de-saturated oxygenation and the doctor decided to extubate the patient. Intervention: the patient was extubated and re-intubated with a regular endotracheal tube.